Manufacturer narrative:
No patient information provided as patient was not in the room. A medtronic representative went to the site to test the equipment. Testing revealed that replacing a camera cable resolved the issue. The system then passed the system checkout and was found to be fully functional. The camera cable was returned to the manufacturer for analysis. Analysis found that the returned cable was in good condition with no apparent damage. The cable passed continuity test with no opens detected. No fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while verifying instruments for sacroiliac and thoracolumbar procedure. It was reported that the instrument task displayed localizer not connected message. The event occurred pre-operatively and the patient was not in the room yet. The procedure was completed without navigation.¿ no known patient outcome.

Manufacturer narrative:
Initial reporter added. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while verifying instruments for sacroiliac and thoracolumbar procedure. It was reported that the instrument task displayed localizer not connected message. The event occurred pre-operatively and the patient was not in the room yet. The procedure was completed without navigation.¿ no known patient outcome.